Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the device had a touchscreen issue. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The customer requested bench repair. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer was sent a quote for repair. The customer did not reply, and the quote expired. The device was not repaired. Further information was requested but to date, the resolution and disposition are unknown. If additional information becomes available at a later date, a supplemental report will be submitted.